Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the mid lad. Approximately 1 day post index procedure the patient suffered from a stroke. The patient was treated medically. The patient recovered. The investigator reported that the event is not related to the index device or anti platelets.

Manufacturer narrative:
Additional information received reported that the cec assessed the event as stroke, ischemic. If information is provided in the future, a supplemental report will be issued.